Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient reports eye pain. Corneal edema, redness, 3+ cell and flare, and posterior capsular opacification (pco) were found on examination. The patient was treated with a topical steroid and was referred to a retina specialist. The inflammation has resolved. Additional information was provided by the surgeon that the patient had 3+ conjunctival inflammation, 3+ aqueous cell, aqueous fibrin was present, but no hypopyon. The patient was diagnosed with endophthalmitis (infectious). The patient was treated topically with steroids and antibiotics, and an intravitreal injection of ceftazidine and vancomycin. The patient was seen daily with decreasing inflammation but increasing corneal edema. The intervention was effective. The patient has recovered with persistent condition.